Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for the stapler instrument used in this event and the following info was provided: the logs show an endowrist curved-tip stapler 30 instrument (part #470530-08; lot #t11230810-0038) was installed on the system 4 times and fired 3 white stapler reloads. On installs 1 and 2, the first clamp was successful and the firings were each completed without error. On install 3, a white stapler reload was loaded; however no clamping or firing was attempted. On install 4, the first two clamps were successful, but were followed by a firing failure. The firing failure stopped at approximately 59% completion. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist curved-tip stapler 30 instrument fired a white stapler 30 reload and malfunctioned. The event occurred while the surgeon was stapling the pulmonary artery. This was during the last firing of the stapler. The staff reported they heard a noise at that point from the stapler instrument that sounded like grinding. The stapler generated an incomplete fire error. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated the staple line traveled the entire length of the reload, but the blade had stopped at a partial, approximately two thirds length. The procedure was converted to open surgery due to concerns about the status of the pulmonary artery and a cardiac team was available for assistance. According to the surgeon, they were unsure if they had control of the artery. The procedure was completed via open surgery. The surgeon indicated that the patient may have experienced pain from the thoracotomy but was currently home and fine.